Event description:
It was reported that to boston scientific via an article published in journal of endourology that a study was conducted to evaluate the efficacy of endoscopic combined intrarenal surgery in the prone split-leg position for staghorn calculi. This retrospective study analyzed the records of 42 patients with staghorn calculi treated with endoscopic combined intrarenal surgery (ecirs) at a single center between (B)(6) 2010 and (B)(6) 2013. Endoscopic combined intrarenal surgery (ecirs) involved simultaneous procedures by two urologists, flexible ureteroscopy with a laser fiber via a ureteral access sheath and lithoclast lithotripsy through a mini-percutaneous tract, performed in the prone split-leg position. These procedures involved a irrigation syringe. Within the reported complications, one patient experienced urehteral injury, three experienced urinary tract perforation and four had fever. Additionally, one patient required blood transfusion.

Manufacturer narrative:
Block b3: exact date unknown, event occurred from (B)(6) 2010 to (B)(6) 2013. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source shuzo hamamoto, md, phd, takahiro yasui, md, phd, atsushi okada, md, phd, satoshi koiwa, md, kazumi taguchi, md, yasunori itoh, md, phd, noriyasu kawai, md, phd, yoshihiro hashimoto, md, phd, keiichi tozawa, md, phd, and kenjiro kohri, md, phd (2015). Efficacy of endoscopic combined intrarenal surgery in the prone split-leg position for staghorn calculi. Journal of endourology, 19-24. Https://doi.org/ 10.1089/end.2014.0372. Block h2: additional information: block d4 (model number, catalog number and UDI).

Manufacturer narrative:
Block b3: exact date unknown, event occurred from december 2010 to august 2013. Block h4: the complainant was unable to report the suspected device upn and lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source: shuzo hamamoto, md, phd, takahiro yasui, md, phd, atsushi okada, md, phd, satoshi koiwa, md, kazumi taguchi, md, yasunori itoh, md, phd, noriyasu kawai, md, phd, yoshihiro hashimoto, md, phd, keiichi tozawa, md, phd, and kenjiro kohri, md, phd (2015). Efficacy of endoscopic combined intrarenal surgery in the prone split-leg position for staghorn calculi. Journal of endourology, 19-24. Https://doi.org/ 10.1089/end.2014.0372.

Event description:
It was reported that to boston scientific via an article published in journal of endourology that a study was conducted to evaluate the efficacy of endoscopic combined intrarenal surgery in the prone split-leg position for staghorn calculi. This retrospective study analyzed the records of 42 patients with staghorn calculi treated with endoscopic combined intrarenal surgery (ecirs) at a single center between december 2010 and august 2013. Endoscopic combined intrarenal surgery (ecirs) involved simultaneous procedures by two urologists, flexible ureteroscopy with a laser fiber via a ureteral access sheath and lithoclast lithotripsy through a mini-percutaneous tract, performed in the prone split-leg position. These procedures involved a irrigation syringe. Within the reported complications, one patient experienced urehteral injury, three experienced urinary tract perforation and four had fever. Additionally, one patient required blood transfusion.